Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope digital access and delivery catheter. The physician used another spyscope ds device to complete the case. Right before the physician pulled the second spyscope digital access and delivery catheter out from the duct, visualization was lost. The procedure was successfully completed with the second spyscope ds device. Reportedly, no part of the spyscope ds device detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope digital access and delivery catheter. The physician used another spyscope ds device to complete the case. Right before the physician pulled the second spyscope digital access and delivery catheter out from the duct, visualization was lost. The procedure was successfully completed with the second spyscope ds device. Reportedly, no part of the spyscope ds device detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs did not protrude. However, a functional assessment was performed and maximum wcs protrusion was observed when the large knob was turned in the clockwise direction, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal ends of the braid remaining attached to the pebax, appear to show evidence of adhesion. The reported complaint of working channel sleeve material protrusion was confirmed. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.